Event description:
Pt's baclofen concentration was changed at refill from 500 mcg/ml to 2000 mcg/ml, however the homecare agency performing the refill did not adjust the telemetry concentration for the bridge bolus. The pt experienced dizziness, and was later unarousable from a nap. The pt was taken to the ER and consequently hospitalized. As of the date of this report, the pt is recovering from the event.